Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this nonmagnetic resonance imaging (MRI) conditional left ventricular (lv) lead had an off-label MRI procedure as the MRI tool returned wrong results. The lv lead remains in service at this time and the undesired results have already been notified. No adverse patient effects were reported.

Event description:
It was reported that the patient with this nonmagnetic resonance imaging (MRI) conditional left ventricular (lv) lead had an off-label MRI procedure as the MRI tool returned wrong results. The lv lead remains in service at this time and the undesired results have already been notified. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.